Event description:
It was reported that the lead warning triggered due to low impedances on the atrial lead. However, the patient has had steadily low impedances and as such, it was suspected that the impedances have been dipping below the impedance threshold and triggering the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead - 1999 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.